Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "potential rupture" and distortion, device movement after fall which is not device related". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Visibility/palpability: unable to confirm, as it is a medical event. Not related to the device. Malposition-ndr: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, voids observed, deformation observed, wear abrasion observed. No further actions are required, as no manufacturing issues are observed.

Event description:
The device has been explanted.